Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2014-07682 & 2015-01605 /-01606).

Event description:
Legal counsel reported patient underwent a total hip arthroplasty on (B)(6) 2005. Legal counsel further reports patient allegations of pain and difficulty walking. No revision procedure has been reported to date. A review of invoice history confirmed the initial surgery date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the operative report noted patient underwent a left hip revision on (B)(6) 2014 due to pain and elevated metal ion levels. Operative report noted the presence of distention of the capsule with dark black metallosis debris inside, non-purulent fluid, osteolysis, and fibrous tissue. The modular head and taper adapter were removed and replaced with an active articulation head. Additional information received in the operative report noted patient underwent a second left hip revision on (B)(6) 2014 due to recurrent dislocations. Operative report noted the presence of bloody fluid consistent with a hemtoma, avulsion of the gluteus medius and minimus tendons from the anterior portion of the greater trochanter, stem anteverted 5 to 10 degrees, cup slightly vertical and 5 to 10 degrees of anterversion, osteophystes, bone fragments, soft bone, and metallosis osteolysis with a cyst formation in the anterior acetabulum. The modular head, taper adapter and acetabular cup were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states "intraoperative or postoperative bone fracture and/or postoperative pain."

Event description:
Legal counsel reported patient underwent a total hip arthroplasty on (B)(6) 2005. Legal counsel further reports patient allegations of pain and difficulty walking. No revision procedure has been reported to date. A review of invoice history confirmed the initial surgery date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.